Event description:
It was reported that the device became entrapped on the guidewire. The target lesion was located in the tibial vessel and the patient had critical limb ischemia. A 3.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilation; however, the balloon was stuck in a non-bsc guide wire. The procedure was completed with another of the same device. There were no patient complications reported.